Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
It was reported that during while attempting to remove a broken screw, the screw driver fractured and the latch type drill. Both items fractured at the portion that engages the screw. Customer was able to identify item number of the screw driver, but not the latch drill. Only that it engages a slow speed handpiece, but not which handpiece it assembles with. They were unable to remove the broken screw portion so they sent patient to specialist for removal.

Manufacturer narrative:
It was reported that during while attempting to remove a broken screw, the screwdriver fractured and the latch type drill. Both items fractured at the portion that engages the screw. Customer was able to identify item number of the screwdriver, but not the latch drill. Only that it engages a slow speed handpiece, but not which handpiece it assembles with. They were unable to remove the broken screw portion, so they sent patient to specialist for removal. One unknown drill and one standard screwdriver were reported but not returned for investigation. Therefore, visual evaluation and functional testing could not be performed. This investigation addresses the psd01. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the psd01 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture). The customer did not submit images for the reported event. Review of appropriate documentation: document reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp), rev f - 12/1/2023. Information identified: warnings and precautions. Per the applicable IFU, it is stated, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. To maintain the quality of surgical instruments and trays, a standardized cleaning and sterilization protocol should be adopted¿. Based on the investigation, the reported event might have occurred following the use of incorrect techniques (potential root cause). Therefore, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.